Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that patient had an irregular cornea and experienced visual quality issues in the right eye two months from the trans photo refractive keratectomy surgery. There are two related reports for this event. This report addresses the patient initial's (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specifications as per service installation record. No associated service visit for the reported event could be identified. Customer reported irregular cornea after trans photorefractive keratectomy treatment on a system in both eyes of one patient. This record is for the right eye. No logfiles are available for review. Therefore, logfile review could not be performed. No complaint-related product is expected to return for investigation. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).